Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for bile duct drainage performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to release the stent, the guidewire was stuck in the inner guide catheter. The stent was able to be deployed, but did not deploy in the designed location. The procedure was completed with another flexima biliary stent device. No other anomaly or device damage was noted, and no issues were noted to the suture. Reportedly the patient anatomy was torturous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; guide catheter broken.

Manufacturer narrative:
The investigation findings of catheter break a visual examination of the returned device found the guide catheter assembly stretched and broken close to proximal end. The hub of guide catheter was also found detached/broken from proximal end. The broken catheter was found stuck on a guidewire assembly and could not be removed due to stretched guide catheter assembly. The stent, push catheter, and distal broken piece of guide catheter were not returned for evaluation. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed and confirmed that all accepted devices met manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.